Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states the pilot valve, o-ring causing 2 green 1 red, power switch causing no alarm and hose clamp leak.